Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis manifested by abdominal pain and cloudy fluid. The cause of peritonitis was unknown. The patient was hospitalized for the event. The patient was treated with vancomycin injection (500 mg, intraperitoneal and frequency not reported) and amikacin (250 mg, intraperitoneal and frequency not reported) for peritonitis. At the time of this report, patient outcome was unknown. Action taken with dianeal therapy was not reported. No additional information is available.